Event description:
Reportedly, the device had struck an object breaking the device case, therapy connector and attached therapy cable. Facility staff inadvertently placed the device into use, without a request for service from medtronic physio-control. The device was taken out on a call, and when connected to a patient, a connect electrodes prompt was observed. Patient outcome was not reported. The reporter stated patient outcome was not affected by the discrepancy, due to use of the backup device.